Event description:
The customer contacted baxter's technical service center for assistance ending therapy. The caregiver (cg) stated the home patient got up to use the bathroom and noticed the floor was wet. There were no alarms reported. The cg could not identify the location of the leak at the time of the initial call. The baxter technical service representative (tsr) assisted with ending therapy and advised the cg to contact the peritoneal dialysis (pd) nurse. The cg stated he would complete therapy with a manual exchanged and contact the pd nurse in the morning. Product surveillance spoke to the cg who reported the drain bag leaked during therapy. The cg stated the drain was on the floor beneath the bed when the leak occurred. The sample was discarded. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The root cause of the reported condition is undetermined. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The root cause of the reported leak was undetermined. A batch review was not performed as the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.